Event description:
It was reported to ge that during an examination, the table tilted from +10 to full trendelenburg. The pt was on the table but no injury was reported. The system was examined by engineering and it was determined that the third party service had not adjusted the table correctly. The system was adjusted and returned to full operational use.